Manufacturer narrative:
Results: one used sample was received for evaluation. A visual inspection revealed that the safety cover was disengaged from the hub and the cannula was bent. A review of the device history record could not be performed as a lot number was not provided for this incident. Conclusion: an absolute root cause for this incident cannot be determined. However, CAPA (B)(4) was opened to identify and address the potential causes of safety shield disengagement.

Manufacturer narrative:
A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that after a nurse had used a 27 g x 1/2 in. Bd eclipse 1 ml bd luer-lok syringe with detachable needle, the needle guard broke and the nurse obtained a contaminated needle stick injury. It is unknown if the nurse received any medical interventions as the initial reporter was unable to provide that information.

Manufacturer narrative:
Correction: the initial MDR was reported incorrectly as a serious injury. This supplemental report is to correct this field to read as: type of reportable event: malfunction.